Event description:
It was reported by the plaintiff's attorney that plaintiff was implanted with the perigee on (B)(6) 2009. The plaintiff's attorney alleges the plaintiff has experienced "significant mental and physical pain and suffering, have sustained permanent injury, have undergone medical treatment and will likely undergo further medical treatment and procedures."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.